Event description:
Emt's responded to a person described as in cardiac arrest. The device was connected to the pt and while monitoring during CPR, the unit allegedly shut itself off. Subsequently, approximately 4-6 shocks were delivered for ventricular fibrillation. According to the reporter, the device did not complete the next charge, and again shut itself off. A backup defibrillator/monitor was immediately callled for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on pt's viability and the immediate availability and use of a back up defibrillator/monitor.